Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/14/2023. H6 component code: g07002 no device problem found. H3 investigational summary: the returned sample revealed that four packets that pertain to product code m8743 were returned for analysis. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to damaged or breakage sutures and no defects were observed during evaluation. A functional test was performed, and the tensile strength results were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-04708.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained via: lot #sjbdtu. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2023-04708.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2023 and suture was used. During the procedure, two sutures broke while typing the anastomosis. A third suture was used to complete the case with no patient consequences. No adverse patient consequences were reported. Additional information was requested.